Event description:
It was reported that the mount screw fractured at the site at the time of implant placement. The procedure was completed using another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Additional PMA/510(k) numbers are k011028 are k013227

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10), mount and mount screw were returned for investigation. Visual evaluation of the as returned products identified that the mount hex was stripped and damaged. Functional testing was performed ¿ the mount was able to engage with implant but mount hex was stripped and mount screw could not disengage from the mount. No pre-existing conditions were noted in the per. The reported devices were placed on tooth 36 (fdi) for when the incident occurred. Device history record (DHR) review for the lot (1251339) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1251339) for similar events (complaint category keywords: functional: damaged drive feature) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur for mount and mount screw and the reported event was confirmed. However, device malfunction did not occur for the implant.

Event description:
No further event information is available at the time of this report.

Event description:
It was confirmed that the mount screw stripped out inside the implant and was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Event updated per ongoing investigation and follow up with customer.